Event description:
A nurse was transporting endoscopic equipment from the operating room using a fujinon cart (model pc-30). While moving the cart, it was reported that the castor holding one of the wheels broke off and fell down. A male nurse was reported to be "seriously hurt" due to the incident. We do not konw the extent of the injuries, but were told it is possibly a back injury due to the nurse attempting to hold the cart to prevent it from falling over.